Event description:
It was reported that patient came in hospital due to a driveline comm fault alarm. Log file recorded a driveline comm fault on (B)(6) 2026 at 17:30:02. Modular cable and system controller were exchanged, however the alarm reappeared immediately. There were signs of corrosion in the modular cable connector. Upon learning that this would entail three extended pump off events, the team decided to discharge the patient and monitor them moving forward. Additional log files showed that there were no compromised power lines. The corrosion was causing one of the power lines to carry slightly less current. The other power line carries slightly more current so there was no loss in the overall current draw at the time. It was later reported that cable connector cleaning was performed on (B)(6) 2026. No alarms or unusual events were noted afterward. There have been no further unusual events recorded after the cleaning procedure in the log files. The post connector cleaning data appeared to show a significant improvement in connectivity at the modular cable connection. Another modular cable (lot number: 11181143) was exchanged during cleaning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion at the inline connector was confirmed via submitted photos. The heartmate 3 modular cable (lot number 10612262) was not returned for analysis. Photos submitted by the customer revealed corrosion in the inline connector on multiple pins that could have contributed to the driveline communication fault alarms. The submitted log files captured driveline communication fault alarms associated with communication a line faults on 30mar2026 and driveline communication fault alarms associated with communication b line faults on 30mar2026, 31mar2026, and from 01apr2026 to 09apr2026. From 04apr2026 to 09apr2026, driveline power fault alarms associated with power a faults were active. On 09apr2026, driveline disconnect and left ventricular assist device (lvad) off alarms were active, consistent with the reported pump cable cleaning. After cleaning, alarms did not recur. The observed alarms did not appear to interfere with pump operation. No other notable events were captured in the log file. It was reported that the patient started experiencing driveline communication faults on 30mar2026. The modular cable (lot number 10612262) and system controller were exchanged but alarms didn¿t resolve. During the exchange it was noted that there were signs of corrosion in the pump cable connector and on the modular cable. The patient was discharged but continued to have recurrent driveline communication fault and driveline power fault alarms, and a pump cable connector cleaning was scheduled. Isopropyl alcohol was used to clean and remove debris from the pump side connector. The driveline fault alarms resolved following the cleaning procedure. The root cause for the reported event was determined to be due to corrosion at the inline connector; however, a specific cause for the corrosion could not be conclusively determined during this evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 4 of the patient handbook, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication and power faults, and the recommended actions associated with these emergencies the patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for modular cable lot number 10612262 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.